Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 1999. Revision of acetabular liner due to instability in left hip.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of instability. However, the components appear to have performed well while implanted for 18 years.

Event description:
Index surgery: (B)(6) 1999. Revision of acetabular liner due to instability in left hip.